Event description:
It was reported that during an unknown procedure, the device didn't fire. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device was returned with a malformed clip jammed in jaws preventing the device from firing; otherwise, in good visual condition. In an attempt to replicate the reported incident, the malformed clip was removed from the jaws and the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining 11 clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. During analysis the jaws open and close as intended. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.